Event description:
The patient contacted animas on (B)(6) 2012 alleging that the up arrow, down arrow and ok keypad buttons required hard presses to elicit a response. The patient noted that the keypad symbols had worn off and that the keypad was intact. The patient denied damage or moisture to the pump. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1. Date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad button keys were found to be intermittently unresponsive and all button symbols were worn. There was evidence of contamination found under all key contacts. None of the key contacts were found to have normal tactile spring back or click.